Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear on the left and right side. The tears caused a leakage. Fluid was observed exiting a tear. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.